Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a rf ablation procedure the customer wiggled the rf multigen cable to get it to connect properly and the patient received a shock down the leg. The case was aborted and completed at a later date. There were no other adverse consequences or medical intervention reported.